Event description:
It was reported that pump experienced malfunction with code displayed but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur after reset, advised that pump could continue to be used, and instructed caller to call back if malfunction happened again, which caller acknowledged and understood.